Manufacturer narrative:
Investigation summary failure to advance: the cause of failure to advance was most likely patient related event due to calcified vessel condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella cp was implanted in a patient without being primed first. The pump was explanted, primed, and re-implanted. The physician was unable to deliver the pump successfully and felt the integrity of the pump was compromised due to the previous insertion attempt and the patient's anatomy. The pump was explanted and replaced with a new one. No patient harm was reported.